Event description:
It was reported that during a urology procedure, the surgeon inserted the device through tyco's 5mm trocar. When trying to apply first clip, it was noticed by the rep and surgeon that the clip advanced incorrectly into the jaws of the instrument. The clip was crooked and the instrument was removed from the patient and taken out of the procedure completely. The surgeon continued the procedure with a different instrument. The patient was completely unharmed. There were no adverse consequences to the patient. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the jaw and cam broken off. Functional test could not be performed, as there were no clips remaining on the device and the lockout was blown through. However, the orange indicator of emptiness was not showing up. An investigation has been initiated to determine the cause of this issue.